Manufacturer narrative:
A replacement unit has been sent to the patient.

Event description:
The patient was on a plane when their oxygen concentrator unit overheated, causing the patient to be without oxygen for approximately 5 minutes. As a result, the patient experienced difficulty breathing, prompting the plane to deplane the patient upon landing. The patient was transported to a hospital in (B)(6) co, where they were admitted for 4 days. During the hospital stay, the patient received breathing treatments, antibiotics, inhalers, and oxygen therapy. The patient was diagnosed with co2 poisoning and continues to receive treatment, with a follow-up appointment scheduled.